Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported from legal allegations that a patient underwent right total hip arthroplasty. Subsequently, the patient was revised eighteen (18) years post implantation due to metal related pathology. During the revision, the initial stem and shell were left intact, and all other components were revised. It was further reported that the patient required a second revision due to dislocation. The head and liner were exchanged. A third revision occurred due to dislocation and infection. All components were replaced with an unknown antibiotic spacer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: m2a shell and dm bearing. Medical records were not provided; however, the legal document was reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Since then, the patient has undergone multiple revisions, due to metal related pathology, and now this due to dislocation. The head and bearing were revised. A definitive root cause cannot be determined. This complaint cannot be confirmed. Medical records were not provided for review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised eighteen (18) years post implantation due to metal related pathology. During the revision, the initial stem and shell were left intact, and all other components were revised. It was further reported that the patient required a second revision due to dislocation. The head and liner were exchanged. No further information has been provided.

Manufacturer narrative:
(B)(4). D10: 110031009 28mm i.d. 38mm o.d. Size c bearing (B)(6). 650-1067 cer option type 1 tpr sleve +3 (B)(6). 650-1055 cer bioloxd option hd 28mm (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.